Event description:
It was reported to medtronic neurosurgery that during the implantation operation the physician found that the "chamber leaked." They used a different shut kit to complete the operation. It was also reported that there was no impact to the pt.

Manufacturer narrative:
The valve was patent. It met requirements for the siphon, reflux, preimplantation, and leakage tests. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It also met all of the requirements for the pressure-flow testings. A review of the mfg records showed no anomalies. A 99.1 cm of the cardiac/peritoneal catheter and 13.3 cm of the ventricular catheter were returned. Both catheters met requirements for the patency and leakage tests. A review of the mfg records showed no anomalies.